Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing to logistics for pyxis. A technical support specialist (tss) dialed into carefusion coordination engine, reviewed examples and confirmed ghost pocket discrepancies, cleared and repopulated the station inventory in the carefusion coordination engine database, informed the customer, and confirmed the issue was resolved with the customer reporting normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication was not crossing to logistics for pyxis. Med ID "erta1via" (ertapenem 1 gram vial) was not crossing to logistics for station replenishment. However, there were no delay to patient care and adverse events or injuries reported based on this incident.